Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire of a lock pericardiocentesis catheter set broke during a placement procedure. No issues were experienced in the initial steps of placing the device. The physician applied "a lot of force" when attempting to remove the guide wire but was unable to do so successfully. The guide wire then broke, leaving a piece inside of the drainage catheter. The drainage catheter was removed from the patient and replaced with a new device successfully. Imaging was used during the procedure and the guide wire was not removed through a needle. No portion of the wire was left inside the patient and no adverse effects were reported.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Investigation - evaluation. It was reported to cook that the wire guide within a lock pericardiocentesis catheter set, c-pcs-830-lock, from lot # 13004518, separated. This occurred while trying to remove the wire guide from the catheter after placement. This incident was reported by johannesstift diakonie in germany on 02jun2020. The device was removed and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU) and quality control, as well as a visual inspection, functional test, and dimensional verification of the returned device, was conducted during the investigation. One used catheter and wire guide were returned to cook for evaluation. Upon visual inspection, biomatter was noted throughout both the catheter and wire guide. The wire guide was noted to be in two separate portions. The distal end was lodged in the catheter distal tip and partially exiting through the catheter end hole. The proximal end was broken/separated and had elongated coils. The distal weld was noted to be in tact. Dimensions of the device were measured to be within manufacturing specifications. Based on this review, cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify the failure mode prior to lot release. A review of the design history file (dhf) found that this product is both safe and effective for its intended use. A review of the device history records (dhrs) for the reported complaint device lot (13004518) and the related wire guide component lot revealed no recorded non-conformances. A database search found this to be the only event associated with the reported device lot. Based on this information, cook has concluded that there is no evidence of non-conforming/defective product existing either in house or in field. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: instructions for use: "5. Slide the safe-t-j wire guide straightener (positioned on the distal end of the wire guide) over the "j" portion of the wire guide and seat the straightener in the hub of the needle. 6. Insert the wire guide through the needle and advance the wire into the pericardial sac. Note: the wire guide should advance without resistance. 7. Leaving the wire guide in place, remove the needle.". How supplied: "upon removal from package inspect the product to ensure no damage has occurred.". Based on the information provided, inspection of the returned product, and the results of the investigation, a root cause can possibly be traced to the unknown issues occurring during the procedure. The device was confirmed to be separated, but the appropriate welds remained in tact and the coil dimension was confirmed within specification. This suggests that the issue was not manufacturing related. While the needle was not returned, it is possible that issues with the needle led to the failure mode. It is possible that excessive force on the wire guide or needle during the procedure could have also led to damage of the wire. This could have caused the unraveling and separation upon removal. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.